Event description:
It was reported "blood in helium tubing". The customer states that the iab was repaced 2 hours later. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4) the reported complaint for "blood in helium tubing" is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "blood in helium tubing". The customer states that the iab was repaced 2 hours later. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.